Event description:
A false positive immulite 2500 stat troponin assay result was obtained on a pt sample when repeat testing was performed. The customer repeats all troponin test results greater than 0.4 (ng/ml). The discordant troponin result was not reported to the physician. The customer performed repeat testing on another laboratory system and the troponin results were negative. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicate that there are no know causes for the discordant positive immulite 2500 troponin result. The fse replaced the wash station vacuum pump that is a gravity feed back up system. The instrument is performing within specifications.